Manufacturer narrative:
A ge svc rep performed an on site investigation. The interconnect cable and lemo connecor were replaced during the svc call. The system was tested and found to be working as intended, and put back into svc.

Event description:
It was reported that the left monitor on the 9800 system had dark images, and the system went to max technique. No pt injury was reported.